Event description:
It was reported that a pt sustained 2nd-degree burns on her knuckle and elbow after an mr scan.

Manufacturer narrative:
According to the facility's lead technician, the pt was padded. The pt's hand were not clasped, and she had no metal on her body. An investigation is ongoing.